Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the device's tubing blower chassis and fio2 tubing kit were replaced due to adhering dirt. The technician performs final test, battery checking, valve checking, a test run, cleaning, and software version was checked.